Event description:
A us distributor reported that an electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the electrode belt ECG cable was cut with all wires severed. The root cause for the severed cable could not be positively identified. There was no adverse event that resulted from the damaged belt.